Manufacturer narrative:
The investigation results will be provided in the final report. Weight was not released. Date of event is estimated.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. No other information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.